Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post-herpetic neuralgia. It was reported patient had ¿problems¿ with her battery, patient was referring to the ins not holding a charge. Patient noted shortly after the implant was placed, she began having pain in her legs. Patient stated her previous healthcare provider (hcp) did not think the leg pain was related to her stimulator but had her turned off the stimulation. Patient noted when she turned the stimulation off, the pain in her legs went away. Patient mentioned she did not keep the ins charged, so it had to be jumpstarted maybe a year and a half ago. Patient noted the new physicians believed the pain in her legs was caused by how the lead wires were implanted. It was noted they planned to do a replacement surgery and she was currently working with the hcp to get the surgery approved, and patient had an appointment with doctor on (B)(6) 2019. No further complication was reported.